Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter needle had retraction issues. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: received 33 unused iag 22ga units in sealed packages from the lot number 8023733. DHR review was performed on lot number 8023733. The lot number was built on afa line1 from 28jan2018 thru 30jan2018. Packaged on packaging line 11 from 05feb2018 thru 06feb2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. Visual/microscopic examination observed there was no mechanical/physical damage to any of the components (spring, needle hub, grips) or evidence of adhesive on the button or hub. Functional test (needle retraction) performed the hub twist test then depressed the buttons. The retractions were successful, no delayed reaction was observed. The defect needle retraction failure described in the incident report could not be confirmed or replicated with the returned units. The returned units did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. The defect described in the incident report could not be confirmed or replicated with the returned unit. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter needle had retraction issues. There was no report of exposure, injury, or medical intervention.